Event description:
It was reported the programmer will not power up. It was further noted the programmer was received with the wrong serial number on the power cord bay, as a result of the power cord bay being replaced in the field. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report, the programmer powers up normally. It was noted that the overlay and bezel assembly were broken, the tabs on the power cord bay door were broken and the device has the wrong serial number on the power cord bay.